Manufacturer narrative:
Result: erroneous results obtained. Conclusion: a definitive root cause for the event has not been determined.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneously high calcium (arsenazo) results for 10 patient samples assayed with the calcium (arsenazo) reagent on an au5421 chemistry system random access chemistry analyzer. The patient results were reported out of the laboratory. The ordering physician questioned the unexpectedly high calcium results. There was no reported impact to patient management. The customer observed a colored stain on the remaining reagent bottles and box they were packaged in. The customer believes it is possible that the calcium reagent bottle used for the analyses may have been contaminated. Further investigation revealed that the calcium assay on the analyzer was in need of recalibration. Bci advised the customer to recalibrate the assay with a fresh bottle of calcium reagent. The customer re-assayed the 10 patient samples on an au2700 chemistry analyzer and obtained expected lower calcium results. A definitive root cause has not yet been determined for the event. However, an invalid calcium calibration contributed to the generation of the erroneously high calcium results.